Event description:
It was reported that the customer passed away due to complications from diabetes. It was stated that the customer was not wearing the insulin pump at time of death. The caller mentioned that she was found in bed with candy wrappers around her, water bottles, and she had taken the insulin pump off. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.